Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: broken (2+ pieces) : handle, broken (2+ pieces) : chipped/shaved/delaminated, functional : loose. Per service report, this complaint was confirmed. The mount, housing and lever were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product has not returned to j&j medtech orthopaedics, however a photo was provided for review. ¿ the photo investigation revealed that fms vue pump had only part of the device visible. The suction autolocking slot was broken, the broken part could not be observed. No other anomalies could be observed on the portion of the device that was visible. The overall complaint was confirmed as the observed condition of the fms vue pump would contribute to the complained device issue. ¿ based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified hip scope case procedure, the ffms vue pump was continually running at full speed even with sterile field clamped off. The green slot on the inflow said was noticed to be broken, and potentially compromising the pump. No patient harm was done, finished the case utilizing another fms pump. No additional information was provided.